Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported that the patient was initially implanted with an afx bifurcated and suprarenal device in 2014. On (B)(6) 2016, the patient had a proximal extension placed. Recently, during a routine follow up CT, it was noted that the patient had an increased in aaa size. The physician noted that there is no visible leak, adequate overlap of all devices, but the aorta is very angulated and the neck anatomy is very large and short in length. The patient will be monitored and an intervention will be planned in a future date. There has been no additional patient sequelae reported at this time.

Manufacturer narrative:
Based on the information received, clinical evaluation was unable to confirm the reported indeterminate endoleak, sac growth, and secondary endovascular procedure. The most likely cause of the reported loss of seal was related to the prior dilation of the suprarenal cuff and implantation of an under sized vela cuff. Procedure related harms and the final patient disposition could not be determined due to a lack of any medical records or imaging. It was noted in the previously captured event that the patient had an angulated infrarenal aorta (74 degrees), a type ia endoleak, crown separation, distal migration of the suprarenal cuff along with dilation of the superior stent margin of the cuff of 24% (4.2 x 4.0cm). The devices remain implanted in the patient and will not be returned; therefore, device evaluation will not be completed. The review of manufacturing lot confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system.

Event description:
Subsequent to the initial report, additional information was received that on 03/09/2018, the patient underwent re-intervention. The physician placed a non-endologix aorta-uni device on the left side and did a fem fem cross over graft. The patient did well with the procedure and was discharged.